Event description:
Bad reaction to invisalign braces. Instructions from the orthodontist (and the invisalign company) were to file down any sharp edges on the appliance. I had to do this on the top left inside tray and on the bottom left inside tray as my gums were being stabbed by the appliance. My mouth and tongue were already sore from the sharp edges. After filing down the devices (and washing/rinsing them thoroughly) I continued to use the product. Over the course of 6 days of use, I developed sores on my tongue in multiple locations. I developed canker sores on the inside of my mouth. I developed a cluster of blisters on the corner of my lip (left side). I developed a nasty sore throat and swelling down the left side (only) of my throat. I removed the devices and used warm salt water swishes to try to calm everything down but it did not help. I developed itching on my mouth, tongue and lips and down my throat every time I put the devices back in. When my throat started to swell and my entire body began to itch. I removed the appliances and called the orthodontist's office. I was taking 2 aleve (220mg) every 12 hours and 1 tylenol (650 mg) every 8 hours in an attempt to control the swelling, itching and discomfort. It took 18 hours for the swelling reaction to abate, the itching calmed down after I kept the appliances out of my mouth. Four days later, the blisters are gone and the canker sores are healing. My throat is still sore (left side only) but not as raw as when I was attempting to use the invisalign appliances. I can only assure that the unbelievable directions to file the device and then continue using it released some kind of toxin from the product into my mouth and down my throat since the reaction was so specific to the side where the filing happened.